Event description:
It was reported that the patient presented with a diagnosis of kyphotic deformity, status post laminectomy and anterior fusion c4-5 and cervical stenosis c6-7. The patient underwent a posterior cervical fusion from c4-c7 with plates and screws, and a cable with lateral fusion. C4-7 fusion. During the procedure the lateral facets were roughed up lateral to screw placement on both sides and a bone morphogenic protein collagen soaked sponge was placed lateral to the facet screws from c4 through c7. Rods were then placed in the heads of the screws, after having been measured and bent, and the screw heads were then capped so that the rod head was captured. Nine years four months post-op, the patient was seen for pain and diagnosis of lumbosacral spondylosis. The patient¿s back pain was "unchanged." The right leg pain was axial. The left leg was probably hip related, unchanged. No strength changes. The patient underwent a routine bilateral l2 medial branch neurolysis using radiofrequency and fluoroscopic needle localization under conscious sedation.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnosis: kyphotic deformity, status post laminectomy and anterior fusion c4-5. Cervical stenosis c6-7. Procedure: posterior cervical fusion c4-7 with vertex plates and screws and songer cable with lateral fusion. As per op-notes: ".. The incision was then made, taken deep with a cutting current and the deep cervical fascia was dissected from the tips of the spinous processes of c6 and c7 and very cephalad aspect of t1, also the posterior aspect and facet joint s of c4 and 5 were exposed having been a laminectomy at c4-5. Bone morphogenic protein collagen soaked sponge lateral to the facet screws simply from c4 through c7 level. Rods were then placed in the heads of the vertex screws after having been measured and bent and the screw heads were then capped so that the rod head was captured.. "